Event description:
A user informed that the auto-reader gave out false negative results. There was no report of infection, injury or harm to patients or procedure delay.

Manufacturer narrative:
A user reported that incubator gave false negative readouts for positive control biological indicators, internal test reveals that there may have been dust in the indicator's position. No further information was provided. No device-related deaths or serious injuries were informed and there is no objective evidence of product malfunction.